Event description:
It was reported to st jude medical that during follow-up on 03/07/2000, diagnostics showed inappropriate high voltage impedance. During the invasive eval in 2000, the decision was made to explant the device.